Manufacturer narrative:
(B)(4). Date sent: 11/11/24. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - please explain in detail what was the issue with the device. Was the firing sequence started but not completed? Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes, after stapling. If yes, how was the device removed? The tissue was already stapled and it was possible, with the help of a grasper, to release the tissue from the jaw and remove the stapler from the cavity. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch. Did the jaws eventually open? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number c9e10x, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass procedure, the echelon stapler malfunctioned during stapling, 02 loads were changed but without success. Another stapler had to be opened to complete the procedure. There was no harm to the patient. Additional information requested.